Event description:
The event is reported as: the customer reports that just after installation and connection to the intubation tube, it was noted that the connector tube. A new connector was used from another package. No pt injury reported.